Manufacturer narrative:
The acquisition pc was returned for analysis. Visual inspection revealed no issues. Device to device testing failed. The device was unable to boot to the application and failed startup. An error code was displayed confirming the allegation. Functional testing could not be performed due to the error and limited software testing capabilities. A malware scan revealed no issues. Factory level testing showed no hardware problems with the acquisition pc.

Event description:
It was reported that a procedure was aborted. The avvigo guidance system ii was selected for use. During the procedure, an error occurred, and system failed to start up. The procedure was not completed due to this event and was rescheduled.

Event description:
It was reported that a procedure was aborted. The avvigo guidance system ii was selected for use. During the procedure, an error occurred, and system failed to start up. The procedure was not completed due to this event and was rescheduled.